Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check undersensing was noted on the right ventricular (rv) lead. "The wave tended to fluctuate with a change in body position". The lead was reprogrammed to unpolar and remains in use. No patient complications have been reported as a result of this event.